Manufacturer narrative:
Corrections in b4: date of the report, additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor trends.

Event description:
It was reported that within the first couple of days of receiving the unit her skin was red and itchy with welts. The patient is allergic to adhesives and cannot have surgical glue. The patient saw the doctor (B)(6) 2024 and was not prescribed any medication for the skin irritation. The doctor did advise the patient to discontinue use of the spinalpak and to use another stimulator from a competitor. The patient stated that she did apply topicort (desoximetasone) to the area which had been previously prescribed by the doctor for an unrelated issue. The patient used it on their own accord. No additional patient consequences/ further information has been reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that within the first couple of days of receiving the unit her skin was red and itchy with welts. The patient is allergic to adhesives and cannot have surgical glue. The patient saw the doctor (B)(6) 2024 and was not prescribed any medication for the skin irritation. The doctor did advise the patient to discontinue use of the spinalpak and to use another stimulator from a competitor. The patient stated that she did apply topicort (desoximetasone) to the area which had been previously prescribed by the doctor for an unrelated issue. The patient used it on their own accord. No further information was provided.